Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient experienced a pump infection. It was unknown if it was related to the device. The pump was explanted (B)(6) 2016. A new pump was going to be implanted (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was delivering baclofen 2000 mcg/ml; 460.6 mg/day (lot number unknown) start date (B)(6) 2010, end date (B)(6) 2016. Medication the patient was taking at the time of the event include avonex, multivitamin, vitamin d, lyrica, advair, levothyroxine, venlafaxine, fenofibrate, pantoprazole, fish oil, docusate sodium, nasonex, aspirin, novolog, flonase, lantus, proventil, lovaza, silver sulfadiazine, spironolactone, hydrocodone -apap and lisinopril. Medical history includes diabetes mellitus neuropathy, neuropathy, hypothyroidism, multiple sclerosis, depression, obstructive sleep apnea, hyperlipidemia, congenitally abnormal aorta, hemorrhoids, pancreatitis, rhabdomyolysis, chronic renal failure reflux/peptic ulcer disease, psoriasis, mitral valve prolapse, fibromyalgia, degenerative joint disease, carpal tunnel, autoimmune encephalitis and seizure disorder. The patient first started experiencing the infection (B)(6) 2015. The cause of the infection was (B)(6). A wound culture showed scant growth of staphylococcus aureus and skin flora was also present ((B)(6) 2016). Intervention was clindamycin (B)(6) 2015 and topical antibiotic ointment (B)(6) 2015. The patient had multiple office visits for wound checks (B)(6) 2015, (B)(6) 2016. The pump and catheter were explanted (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.